Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: the cutter failed the sample mesh test due to an incomplete mesh. The cutter was returned to the customer as is, as cutters are not repairable devices. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: MFR - 0001526350 - 2023 - 01267.

Event description:
It was reported that during surgery that the unit is not working properly. There was no harm or injury to patient or user and no report of any delay. Due diligence is complete. No additional information is available. After evaluation of the returned device, it was determined that the cutter failed the sample mesh test due to an incomplete mesh.